Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the trial implant procedure on (B)(6) 2020, the physician was unable to push the leads into the epidural space. As a result, the procedure was abandoned. The patient had no issues afterwards.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.